Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to reservoir herniated. Reservoir was explanted and replaced. No information about the patient outcome is available at the moment. Additional information was received. Patient experienced discomfort starting a month prior to explant procedure. No further complications.